Manufacturer narrative:
Additional information was received and section b5 (description of event) was updated to include: the procedure was a supraventricular radiofrequency ablation procedure. There was no patient injury. The device was prepped according to the instruction for use (IFU) with no defect noted during prep. The access site was the femoral vein. There was no difficulty inserting the needle. The device was stored in the cath lab with accordance to the IFU. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a supraventricular radiofrequency ablation procedure, the angiographic accessory needles, cracked and leakage. There was no patient injury. Another needle was used to re-puncture the lesion. The hospital has reported the case as an adverse event, this case needs to be upgraded to a reportable case and the final investigation report is required. The device was prepped according to the instruction for use (IFU) with no defect noted during prep. The access site was the femoral vein. There was no difficulty inserting the needle. The device was stored in the cath lab with accordance to the IFU. The device is available for analysis. No other information was provided. Three non-sterile needle .038 18g 7.0 units with an unknown lot number were received for analysis inside a plastic bag. Per visual analysis, blood residues were found on the angiographic accessory needles. At first visual inspection, no other anomalies could be detected. The units were randomly numbered/ identified as unit one, unit two and unit three to perform the analysis. Functional test was performed. A lab sample syringe fill with water was attached to the hub of the needle units and successfully flushed. Neither needle-fractured (break in device integrity, metal) nor loosen material/ matter was observed during the flushing procedure on units one and two. However, a small leakage was found on the third flushed needle due to a cracked condition present on the hub of the needle unit number three. Per microscopic analysis, the hub cracked of needle unit three was inspected under the vision system and a crack that passed through all the thickness of the hub wall was confirmed. Per the crack pattern, a brittleness crack type is observed. In these brittleness types of fractures, the crack initiates at a pressure given area and then, it propagates rapidly without an increase in applied stress. Therefore, it is assumed that the hub material was induced to an initial pressure force that exceeded the material yield strength prior to the needle hub crack propagation. No other issues were noted during the microscopic analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿needle fractured in patient¿ was confirmed through analysis of one of the returned devices. However, the exact cause of the issue experienced could not be conclusively determined during analysis, especially since no anomalies were noted to the other two returned devices. Based on the information available for review and the product analysis, procedural/handling factors most likely contributed to the cracked condition reported and the subsequent leakage as evidenced by the cracked pattern suggesting the hub material was induced to an initial pressure force that exceeded the material yield strength prior to the needle hub crack propagation. Users are to inspect devices for kinks/bends or other signs of damage prior to and during use. Any product with damage is not to be used. If the operator encounters kinking or damage during clinical use, they are clinically trained to immediately discontinue manipulations and remove the product. This may require insertion of an additional device, which can cause intra-procedure prolongation. Neither the product analysis nor the information available for review suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, the angiographic accessory needles, cracked and leakage. Another needle was used to re-puncture the lesion. The hospital has reported the case as an adverse event, this case needs to be upgraded to a reportable case and the final investigation report is required .